Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mfg report numbers: 9615741-2018-00008.

Event description:
1 of 2 reports: the journal of foot & ankle surgery (2018) published "evaluation of midterm results of the panta nail: an active compression tibiotalocalcaneal arthrodesis device". This study retrospectively identified 19 patients receiving the panta nail during a 4 year period. In 2 patients, rods were inserted that ultimately led to failure, characterized by rod removal and an alternative surgical fixation strategy for fusion pursued. In the first patient, nonunion occurred at the subtalar joint only. In this patient, the ankle and subtalar joints had undergone a previous arthrodesis procedure; however, only the ankle joint had fused. After rod failure, the nonunion at the subtalar joint underwent its third arthrodesis procedure using a screw fixation construct with bone grafting performed 20 weeks after rod insertion. In the second patient, nonunion developed at both the subtalar and the ankle joints in an attempt to salvage a total ankle arthroplasty. It was decided to proceed with rod removal and placement of a ttc plate construct 34 weeks after rod insertion. Neither bony union nor asymptomatic fibrous union occurred at any of the 3 joints in which fusion by rodding with the panta nail had been attempted.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. As the issue is not linked to the design of the product, no DHR, design specification or design change record will be performed. A review of the current instruction for use was performed. In conclusion, preoperative risk factors of this group are mentioned in IFU and could explain delayed healing and thus revision surgery. Also, since the issue is not linked to the product, no failure analysis has been performed. The root cause is not clearly determined but, physical condition, preoperative risk factors and etiologies of the patients might be reason of delayed union. Indeed, the highest rate of nonunion was seen in patients who underwent a revision surgeries.